Manufacturer narrative:
The customer reported that the central nurse's station (cns) is displaying an error message that the display settings are incorrect and the cns application is crashing. Nihon kohden technical support walked the customer through changing the resolution settings for the display in windows. After changing the settings to the correct resolution, the cns application launched successfully.

Event description:
The customer reported that the central nurse's station (cns) is displaying an error message that the display settings are incorrect and the cns application is crashing.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported after a power outage, the cns-9701a (mu-971ra sn:(B)(6)) software was giving an error message that the display settings were incorrect and the cns application was crashing and would not stay open. Service requested troubleshooting/assistance service performed bme was walked through changing the resolution settings for the display in windows. After changing the settings, the resolution was correct and the cns application launched successfully. Investigation result the cns warranty began 07/16/08, which is over 9 years prior to the reported issue. The warranty ended on 07/16/10. The issue occurred shortly after power outage at the facility. Cns-9701a operator's manual advises that a ups be used to assure uninterrupted power supply, as sudden loss of power supply can damage the central monitor and delete stored data. Information on whether the cns was connected to a ups, along with the age and condition of the ups, was not provided. The cns was able to notify user of issue with error message. The issue was resolved by correcting the resolution settings and the cns application was able to launch successfully. The root cause is determined to be power failure which caused deletion of stored settings. Based on the given information, this issue is not suspected to be caused by deficient device or design. There were no further reported issues with the unit.

Event description:
The customer reported that the central nurse's station (cns) is displaying an error message that the display settings are incorrect and the cns application is crashing.